Event description:
Revision surgery due to infection.

Manufacturer narrative:
The agent reported, the patient might have an infection. The liner was exchanged while doing a wash out of the knee. Female 66. Complaint has been evaluated and is similar to report number 1644408-2020-00200; 343-10-755, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.